Event description:
It was reported that (1) hdh05 was used during a laparoscopic burch procedure. It was reported by the rep that the device locked out (solid tone) and had to be replaced. Opened another device to complete the procedure. There was no consequence to the pt.